Event description:
Cord has pulled away at the strain exposing wiring.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. A history review of serial number asdtag015 showed one similar complaint from this serial number. The similar complaints have been reported by the same us facility. The previous complaint evaluation for this serial number (asdtag015) is: inconclusive, no sample returned for evaluation. (Reference: MDR number 3006260740-2022-01256).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of cord has pulled away at the strain exposing wiring was confirmed. The strain relief at the connector end has pulled away from the cable. The root cause of the reported issue is a probe failure. (Use related).

Event description:
Cord has pulled away at the strain exposing wiring.